Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered 10 inappropriate shocks due to oversensing and low amplitudes. It was noted that the patient was just recently implanted and has been very sick with congenital issues and possible potassium issues and is currently hospitalized. At implant, impedances measured 45 ohms and the presenting electrogram (egm) had a larger signal when programmed in primary. When programmed to secondary vector amplitudes were small and when programmed to alternate vector the morphology was wide. Review of the stored shock episodes found two different morphologies in which there is double and triple counting. At the time of the delivered therapy the device was programmed in primary and shock impedances measured 24 ohms. Technical services recommended to find out if the patient is hyperkalemic. X-rays were performed and everything was normal. The field representative will discuss with the physician. At this time, the s-ICD system remains in service. No additional adverse patient effects were reported.